Event description:
A perforation occurred. It has been reported that a versacross connect access solution for carto vizigo sheath was selected for use. During the procedure, the physician was struggling to go transseptal with the versacross system due to the patient having a flimsy septum. They managed to get the versacross wire across but not the dilator or sheath. The physician ended up pushing too hard and accidentally caused a small puncture in the pulmonary veins, leading to bleeding in the lungs. They were not aware of the issue until after the case was completed. Patient was admitted to the hospital beyond standard of care but is expected to make a full recovery. Product is not expected to return for analysis (disposed). Excessive force was used trying to get the dilator and sheath across the septum, possibly causing the adverse event. No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the patient status, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Correction to the initial MDR in block(s) describe event or problem (b5), brand name (d1), and premarket/510(k) (g4). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the patient status, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A perforation occurred. It has been reported that a versacross connect access solution for carto vizigo sheath was selected for use. During the procedure, the physician was struggling to go transseptal with the versacross system due to the patient having a flimsy septum. They managed to get the versacross wire across but not the dilator or sheath. The physician ended up pushing too hard and accidentally caused a small puncture in the pulmonary veins, leading to bleeding in the lungs. They were not aware of the issue until after the case was completed. Patient was admitted to the hospital beyond standard of care but is expected to make a full recovery. Product is not expected to return for analysis (disposed). Excessive force was used trying to get the dilator and sheath across the septum, possibly causing the adverse event. No other issues were reported. It was further confirmed that the versacross connect access solution was the kit selected for use.